Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. The customer's blood glucose level ranged between 108-140 mg/dl during these events. In order to resolve the occlusion alarms the customer would either clear the alarm or perform an infusion set change and then insulin deliveries would be resumed. Reportedly, the customer follows labeling, following proper site selection and did not observe any issues with the supplies in use during the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.